Manufacturer narrative:
Results: a device history review was completed on lot# 5211671, it had 151 visual inspections performed on 7,550 parts with zero defects noted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported there was foreign matter in fluid path way 30 g bd¿ needle 1/2 in. Single use, sterile syringe . No medical interventions.